Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was exhibiting abnormal shutdowns.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns) has been confirmed. Upon investigation, the monitor was able to acquire an ECG signal and fire a full energy pulse. Upon further review, the monitor was intermittently resetting. The cause for the resets was isolated to the computer/analog board. The av flash memory chips u304, u305, and u306 were found to be defective. The root cause for the defective flash memory chips could not be positively identified. The monitor was removed from service. No adverse event resulted from the defective monitor.